Event description:
It was reported that the lead was capped and replaced due to noise, over sensing and aborted therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the connector pin measuring 23.7 cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead a complete analysis could not be performed.